Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, during the explant procedure it was reported a hole in the pump tubing, but no leakage was detected. The pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this pump was thoroughly analyzed. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and had a hole from wear. Ms pump passed the leakage test. Based on the information available and analysis results, a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, during the explant procedure it was reported a hole in the pump tubing, but no leakage was detected. The pump was explanted and replaced. There were no patient complications reported.